Manufacturer narrative:
(B)(4).

Event description:
The customer stated she was receiving voltage errors on the cobas 8000 ise module. She performed an ise check but the error continued. She stated that the error was only on potassium and that she would reanalyze the samples on another module. After reanalyzing the samples, the customer stated she obtained questionable potassium and chloride results for four patient samples using the ise indirect na, k, ci for gen.2 assay on the ise module. All results were released to medical personnel. Refer to the attachment for all patient data. No adverse event occurred with any of the patients. The potassium electrode lot number is d20 with an expiration date of 10/01/2017. The chloride electrode lot number is j54 with an expiration date of 10/01/2017. The field service representative inspected the instrument and found a faulty valve which was causing back pressure and generating voltage errors. He bleached the ise flow path, cleaned the faulty valve, and replaced another valve. He performed several ise check with no errors, and all results were within specification. The customer ran several calibrations and qcs. All results were acceptable with no errors. Application evaluation and investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential root causes could be calibration issues (contributing to discrepant chloride results); sample contamination issues (contributing to the discrepant potassium result for patient 4); sample handling issues; and/or the failure of the valve that was replaced in previous service actions.